Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed as returned device was fractured. Visual inspection shows signs of repeated use(nicked and gouged), and the device was fractured on the medial side of the post, all pieces returned. Device history record was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that instrument fractured during surgery. No adverse events have been reported as a result of the malfunction.